Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery cap contact. The device had failed the battery test alarm during testing also due to a corroded battery tube. Unable to perfom functional testings due to the failed battery test alarm. The device also had a scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stripped battery cap at the coin slot area.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis in (B)(6) 2014. The blood glucose reading was 598 mg/dl. The customer stated that significant events leading to the emergency room visit included high levels of ketones, which he could not hold down. Confirmed that the customer had been wearing the insulin pump at the time of the hospitalization. In (B)(6) 2014, the customer reported that the insulin pump had a blank display. The blood glucose reading was 194 mg/dl. He stated that he had not gotten the device wet. He also observed that the contacts on the battery cap were discolored and corroded. Advised discontinuation and replacement of the device. Nothing further reported.